Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 implanted: 2013-(B)(6); poduct ID d314trg implanted: 2013-(B)(6); product ID: 5594 implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils on the rv lead had varying and high impedances due to a possible lead fracture. It was also reported that the left ventricular (lv) lead had intermittent high impedance. The rv lead was capped and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.